Event description:
It was reported that during preparation, the physician was unable to thread a guide wire through a 5x20 mm viatrac 14 plus balloon dilation catheter, causing the tip to become bent. There was no patient involvement. A user facility medwatch report was received that states: tip drainage. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the information provided, a definitive cause for the reported complaints could not be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Attachment: medwatch report.